Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: the device was broken shell, red particles material was found on the shell, and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated and partial delamination of orientation dot. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage; partial delamination of orientation dot due to adhesive failure; missing shell assessed as inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.